Event description:
It was reported that the device had error code lac 3510 which indicates a pump motor timeout that could lead to a delay/interruption of therapy. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of delivery accuracy. Upon further investigation, found the battery was overdue for it's replacement and hence replaced the internal battery. No other repairs conducted. Performed dso/uso sensor calibration. Performed pvt, unit passes all testing criteria. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.